Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown plastic surgery on an unknown date and the suture was used. During surgery, when taking out the needle-suture from the package, it was found that the suture had been bent strongly. Then, it broke. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/05/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
The manufacturing records could not be reviewed as the batch number is unknown. Additional h-3 summary: one empty open winding folder and one needle-suture combination in three sections were received for analysis. The product code is double armed. During visual inspection of the two needle-suture pieces, the swage and attachment area were noted to be as expected. The ends of the suture pieces were observed detached due to the stress applied to the suture pieces. In addition, the functional test was performed on one suture piece and the tensile strength force was above the minimum requirement. According to the sample condition, it could not be determined what may have caused the reported incident.